Event description:
Caller reported a malfunction on the pump, identified by malf 0 malfunction code and fault ID 0x2057. There was no adverse impact to the customer's blood glucose level, as it remained below 500 mg/dl. Customer was advised by technical support (cts) to use multiple daily injections as a backup insulin therapy to ensure uninterrupted delivery. Cts arranged to send a replacement pump and instructed the caller on transitioning to the new device. Caller was also informed to return the problematic pump to tandem using the provided return box and pre-paid label.